Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. During the procedure, the mitraclip became caught on the tethered posterior leaflet. Troubleshooting was preformed successfully and the clip was removed from the leaflet. It was identified that a small flail was visualized on the posterior leaflet. The clip was repositioned and implanted successfully. After the procedure, it was difficult to remove the sgc from the stabilizer and needed more force to detach the sgc. After few attempts, it was normal to insert and remove. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information, the reported difficult to remove from the anatomy (clip becoming caught on the tethered posterior leaflet) resulting in unspecified tissue injury appears to be related to procedural conditions. Additionally, tissue injury, as listed in the eifu, is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.